Manufacturer narrative:
(B)(4).

Event description:
(Os 16.938). The dentist reported that almost 8 months after the dental implant was installed in intraoral region #30, it was verified its non osseointegration. 22 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii and bone graft was executed.